Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0417563v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0417563v, implanted: (B)(6) 2004, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
The manufacturer's representative reported that a patient had "hot, burning" sensation over the implantable pulse generator (ipg) pocket site. It was stated that the patient wanted to wait until her next appointment ((B)(4)) at her healthcare professional (hcp)'s office for hands on follow up. It was stated that the reported issue was "not happening often enough that she wanted to do anything about it". It was noted that it has happened " a couple times in the past 6 months". Diagnostic testing or troubleshooting has not been performed but would be in the future. It was reported that the patient status was "alive with no injury". Additional information received reported that the patient needed a new desktop charger and pin connector to the recharger. It was noted that the patient was doing fine. Relevant medical history included failed back surgery syndrome.